Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No samples or photos are available for evaluation. Unfortunately, as a result, bd is unable to verify the reported issue or define a root cause at this time. Production record review was unable to be completed as no batch/lot information is available. If samples/photos or additional information becomes available, this record will be re-opened and investigated accordingly. No further actions are required. This failure mode will continue to be tracked and trended.

Event description:
It was reported the top cap of the applicator came apart and glass fell out shattering on the floor. Pr 1 of 2: this pr is for date of event (B)(6) 2021. Per complaint form: nurse was prepping a patient on (B)(6) 2021 when the cap came off the top of the 26 ml chloraprep applicator. The ampule fell to the floor and shattered causing chloraprep solution to spill everywhere. The same thing happened on a separate occassion, with a different nurse on (B)(6) 2021.